Event description:
Discordant, falsely elevated vitamin d (vit d) results were obtained on three patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). The samples were repeated on the same instrument after troubleshooting, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vit d results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that no other assays were impacted in the event. The customer had the instrument serviced by an in-house technician who primed the acid, base, and wash 1 solutions, rinsed the bulk water and reservoir bottles and primed the system. Quality controls were run, resulting within range. Patient samples were then repeated, resulting as expected. The cause of the discordant, falsely elevated vit d results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.